Event description:
In 12/2002, the patient's sound processor reportedly was not functioning. The patient's parent exchanged external equipment. However, the reported problem was not resolved. The patient reportedly experienced an overly loud sensation and then no sound. In 12/2002, the patient's parent required the distributor ship additional external equipment. The problem was not resolved and the distributor recommended that the patient be seen at the implant center for device evaluation. Testing performed confirmed that the device was no longer functioning. The device was explanted. The patient was reimplanted with another clarion device.